Event description:
Boston scientific crm received information that noise along with pacing inhibition and loss of capture (loc) was observed during a right ventricular (rv) lead revision procedure for dislodgement. The rv and right atrial (ra) leads were tested using the pacing system analyzer (psa) and a device seal plug issue was suspected. The device was explanted and a new device was successfully implanted. It was later discovered that the device lead safety switch (lss) was triggered which switched the device to unipolar pacing mode. This was likely due to the leads being out of the header for the revision procedure. When the device is programmed to unipolar pacing mode the device must be in contact with the patient to complete the electrical circuit and provide proper pacing. During the procedure the patients rate was noted to be 67 beats per minute and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.